Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. It should be noted the perclose proglide instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 16f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. There was a venous sheath next to the arterial sheath. The tavi procedure was completed. Reportedly, during knot tightening of one suture, a suture break occurred. A third proglide device was used but a cuff miss occurred. A fourth proglide device was used and strong resistance was felt when attempting to remove the proglide device. The proglide device was slightly pushed into the vessel and the lever was lifted and returned. Another attempt to remove the proglide device from the patient was met with strong resistance. The proglide device was removed from the patient with extra force. The vessel at the puncture site was damaged. The puncture site was surgically repaired and hemostasis was achieved surgically. Hospitalization was extended due to the issue with the closure device. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Date received by manufacturer: follow-up #2 was filed with an incorrect date. The correct date is (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported patient effect and the relationship to the device, if any; however, the reported difficulty to remove appears to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.